Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 6 had failed. A field service engineer diagnosed the issue, replaced the module board, and tested the drawer successfully. The customer confirmed that the drawer was functioning properly after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system, the half-height cubie drawer 6 had failed. Important medications were needed from the drawer, but the issue persisted even after the customer attempted to reboot the system. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.